Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone18.3 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was between 181 mg/dl and 250 mg/dl. The reporter stated during activation, the needle cap was removed, and the cannula deployed prior to placement, indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod arrived not deployed. As the needle mechanism never fired, it is impossible for it to have deployed early. The pod generated an 0x10 alarm during priming, indicating reset due to sawcop expiration. No damages were observed that would contribute to the reported 0x10 alarm, the cause of which could not be determined.